Event description:
The manufacturer's representative reported that following reprogramming the pump on 1/31/2007 to complex continuous mode, the patient experienced overdose symptoms of lethargy and respiratory depression. The reporter indicated that the previous day the pump was programmed incorrectly to continuously deliver compounded baclofen 253 mcg every 31 minutes. The patient had previously been programmed in periodic bolus mode with 4 boluses per day. The hcp changed to complex continuous mode as he wanted to deliver 4 boluses/day with less medication in the am and more in the pm, but did not program smaller doses with interval periods between larger doses the patient was in the emergency room and was intubated at the time of this report. The patient was given succinylcholine prior to intubation so they were unable to give physostigmine due to concerns of further respiratory depressive effects. No device troubleshooting was performed. No other treatment provided to the patient was reported. The patient has recovered without sequela and is doing well.